Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 400 mg/dl. It was found the customer's cannula was not in their body because the tape had fallen off. Customer did not treat for their high blood glucose at the moment. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer was receiving no delivery alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-02027.